Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they used to be able to up the stimulation of their programs to around 3.0, but for a couple months now they can barely stand 2.9 and they feel it as uncomfortable when moving to certain positions. Patient noted they "leak so much" and "rarely feel like this is helping." Patient is also going to an gastroenterologist and they said to get information on bowel stimulation. Patient has a colonoscopy on (B)(6) and also will have "the upper area." Patient would like to know who to talk to. They have also noted that they changed and tried all the programs. Additional information was received from the patient. The cause of the feeling of stimulation being uncomfortable when moving in certain positions was determined . They stated "device too high seems the 1st time noticed but nothing changed. Setting was around 2.8 to 3.0 trying to get better response and then 1.5 was uncomfortable". They stated that the device didn't seem to help so they had it turned up and also tried all the programs throughout the past year or so. But now if they turn it up to where they usually have it at 3.0, it was too high (program 7). When they bend or sit, it "zaps" them or was very uncomfortable. Also, the gastroenterologist told them to take two tlb. Fiber every day which seemed to cause constipation so they turned off the stimulation and bm's improved. Little hard poops would just fall out. "So, the machine could be find and they could be in need of something"? Their healthcare provider (hcp) said to call patient services and see about bowel stimulants etc. They have a lot of pain and loose stool when they eat if not on fiber. They put the stimulation back on 1.4 on program 7. When asked what steps were taken to resolve the issue, they reported they have a gastroenterologist appointment in february and having a colonoscopy and upper gi on may 1. The device didn't seem to be helping their symptoms.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.